Event description:
Information was received regarding a cadd administration set. It was reported that there was 30mls of medication remaining in the bag after the pump program was completed. There was no patient injury.